Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted to the hospital for hemolysis on (B)(6) 2021. The patient had elevated lactate dehydrogenase (ldh) and had hematuria. The patient was treated with fluids and 1 mg of warfarin. The ldh improved with the treatment. The customer site set the goal of an international normalized ratio (inr) of less than 2. There were no alarms for the event. A non-device related cause of the hemolysis could not be identified. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported hemolysis cannot be conclusively determined through this investigation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use, rev. C contains the following information: section 1 lists hemolysis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.